Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery and during the load process. Reportedly, the customer's blood glucose (bg) level was 295 (mg/dl). The customer delivered a manual insulin injection to stabilize bg level. It was confirmed that the customer had manual insulin injections available as alternate insulin therapy.